Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump presented a persistent white screen that prevented access to the device, consistent with a display difficult to read associated with the touchscreen; the patient confirmed no external damage and arranged for replacement, with backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display issue consistent with a display readability problem localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.